Manufacturer narrative:
H6: annex d/fdc has been updated. H11: in the returned condition, there was out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 10 minutes after intubation, the anesthetist found an air leak from the valve. Therefore, the anesthetist inflated the cuff every 5 minutes. A cuff inflation test was performed on the emg tube prior to use on the patient, and 5 ml of air was used to inflate the cuff. After the surgery, while testing the emg tube, it was found that the leakage was between the one-way valve and the indicator airbag. The part of the indicator airbag was prone to falling off. There was no patient injury.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device seen by the unaided eye. There was surgical tape wrapped around the clamp shell and the inflation tube when returned and a yellowish residue on the outside diameter of the cuff balloon. Functionally, a syringe was used to inject 15cc of air into the cuff and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. The cuff and pilot balloons were manipulated, and no leaks were observed, and the pilot balloon inflated as intended. For further analysis, a leak test was performed by submerging the entire device in water and bubbles (leakage) were observed at the inflation valve on the proximal end of the device. Under magnification, there was a small crack/opening on the proximal end of the valve between the insertion point of the syringe and the overlap of the pilot balloon . A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.